Event description:
Additional information received reported that the reporter was unsure if the patient was talking about a neurostimulator or a pump. It was unclear if the catheter was fractured as was reported previously. The reporter stated that ¿the wires had broken off in there and it was not doing what it was supposed to do. They decided to leave it in there versus taking out.¿

Event description:
It was reported that the patient's catheter had fractured. "There was a non-functioning system where wires (catheter) had broken." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).